Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device "kept firing and would not disengage." A new kit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt and bloody. The toggle switch sticks in the rear/on position and the jaws do not open fully. Resistance measurement passed specifications. Opening jaw force measurement did not pass specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle was opened up and it was found that the collar set screw was loose. Based upon this observation, the reported complaint for "device remains activated" was confirmed. Internal file number - (B)(4).